Event description:
During the inspection of the ventilator it was discovered that pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was revealed that the ventilator generated alarms indicating positive end expiratory pressure (peep) low and high. On-site investigation was performed. According to received information, the pressure transducer printed circuit board (pcb) was found defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. The reported issue was confirmed in provided device's logs. The claimed part was not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb.

Event description:
Manufacturer's ref. #: (B)(4).